Event description:
Total knee approx. 10 years ago; began having problems last few months; xray revealed tibial medial compartment narrowing and cracked metal tibial tray. Knee revision with hardware removal 10/29/97.